Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis which was manifested by cloudy fluid and abdominal pain. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was prescribed with probabilistic antibiotic therapy ceftriaxone and vancomycin (intraperitoneal) according to the protocol of the department while awaiting a clear identification of the germ and the antibiogram. At the time of this report, the patient outcome was not reported. Pd therapy was discontinued. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.